Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited oversensing. On (B)(6) 2017, the patient was brought into the clinic. Programming changes were made to address the issue. During the check-up, it was noted that lead had dislodged. No intervention had been performed. The patient remained asymptomatic.

Manufacturer narrative:
Should have been serious injury instead of malfunction. Analysis was normal. No anomalies were found.

Event description:
New information received: lead was explanted and a new lead was implanted.